Event description:
A technician reported that a patient was overcorrected, after refractive surgery. Warning messages were reported to have been received, during the reported case, and there was a delay due to the customer having to do a gas change due to voltage going up. Flap was mentioned to have been put down, during the delay in case. Also noted was that the case had been enhanced. Additional details have been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.(B)(4).